Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The legal manufacture was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. The event can be detected/prevented by following the instructions for use: gif/cf/pcf-190 series, operation manual, chapter 3 ¿preparation and inspection¿. Gif/cf/pcf-190 series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1. Full establishment name: (B)(6) clinic. The device was returned to olympus for evaluation. The device evaluation found foreign objects in the nozzle. In addition, the evaluation found the following; due to a crack on the scope connector, water tightness was lost, there were scratches on the connecting tube, scope connector cover unit, scope connector, the protector of the universal cord, on the scope connector side, the universal cord, the grip, the scope cover the switch box, the forceps elevator level, the forceps elevator knob, the up/down knob, the right/left knob, the control unit and the bending section cover. The connecting tube had coating peeled, the adhesive around the light guide lens was peeled. The scope connector, connecting tube and control unit had discoloration. The scope connector had a crack, the switch 4 had wear, the suction cylinder was shaved. The scope cover unit and the scope connector were dirty due to water leakage. The adhesive on the bending section cover had a chip. Due to a dent on the bending tube, the bending angle, in the up direction, exceeded the standard value. Due to wear of the angle wire, the play of the up/down knob and bending angle, in the up direction, did not meet the standard value. Due to a dent on the channel tube, the forceps could not be inserted smoothly and the connecting tube had a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
It was observed that during the device evaluation, the evis exera lll gastrointestinal videoscope exhibited a foreign object inside the nozzle. There were no reports of patient involvement.